Event description:
It was reported that pump displayed cartridge change error and interrupted insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, inspected cartridge o-ring and pneumatic tap area, cleaned pump, reattached cartridge to ensure it was fully in place, successfully completed load process, and then resumed insulin use.